Manufacturer narrative:
Date of birth: 1945. (B)(4). Device evaluated by MFR: returned product consisted of a solent omni thrombectomy system. The pump, shaft and tip were microscopically and visually examined and there were numerous kinks throughout the device. Functional testing was performed by placing the device in the console. Functional testing also showed a leak at the male connector with female luer. It was also observed that fluid was leaking from the boot. Fluid leaking from the connector is in indication that the outlet adapter seal failed. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause of the reported difficulty is a design constraint of the product. (B)(4).

Event description:
It was reported that an error message occurred during aspiration. An angiojet® solent¿ omni catheter was selected for a thrombectomy procedure in the superficial femoral artery(sfa). During thrombectomy, a leak was noted in the pump which resulted in an error message and aspiration stopping. The procedure was completed with another of the same device. There were no patient complications and the patient was fine.